Event description:
The pt was found with their left arm and shoulder caught in the siderail with their airway up against the siderail. The pt had to be transferred to ICU on a ventilator.

Manufacturer narrative:
Hill-rom's findings: the bed was found functioning properly. The account had not installed a hbsw kit or siderail inserts. The mattress on the bed was a q-star voyager mattress manufactured by medline. The bed was reported to be in the lowest position and the head section was elevated 10 to 15 degrees. Both head siderails were in the up position. The account was sent a hbsw upgrade kit brochure.